Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the drive support cap was loose. The customer stated that the device was bought used from someone on (B)(6) a few years ago and the label was missing. The customer's blood glucose level was unknown. The customer's original device could not be found. The customer was not issued a loaner device due to not having an insulin pump purchased through medtronic. Nothing was replaced or returned.